Manufacturer narrative:
An event regarding seating/locking issues involving an mdm liner was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: the mdm liner was visually unremarkable. Dimensional inspection: the device was found to be dimensionally within specification as per (B)(4). Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Just after tha surgery (used tritanium cup, mdm liner, accolade tmzf), it was found that liner comes off. The revision surgery was performed immediately, the liner, the head, the stem were replaced to the new one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Just after tha surgery (used titanium cup, mdm liner, accolade tmzf), it was found that liner comes off. The revision surgery was performed immediately, the liner, the head, the stem were replaced to the new one.